Event description:
Reference MFR. Report number: 1627487-2019-02767.

Event description:
Reference MFR. Report number: 1627487-2019-02767. Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical product: model 3660, scs ipg. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2019-02767. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending where the system will be explanted at later date.